Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that two yukon set screws at t1 migrated approximately two-months post-operatively. Revision surgery has not been performed. This report captures the second of two screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two yukon set screws at t1 migrated approximately two-months post-operatively. Revision surgery has not been performed. This report captures the second of two screws.